Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed while the reported event of p wave amp variation was confirmed. A complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing found shorting due to over torqued. The cause of the reported event of p wave amp variation was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. X-ray examination and visual inspection did no find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high pacing impedance and p wave amplitude variation. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.